Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder were reported in a research article in a subject population with multiple co-morbidities including valve disease, hyperlipidemia, systemic emboli, pulmonary embolism, deep vein thrombosis, large and small vessel atherosclerosis, small vessel atherosclerosis, thrombophilia, migraine, autoimmune disease, cardioembolic source, arterial dissection, end-stage disease of heart/kidney/liver, infective endocarditis and septicemia, hiv infection, congestive heart failure, chronic pulmonary disease, diabetes, drug abuse, hypothyroid, hypertension, peripheral vascular disease, pulmonary circulation disorders, renal failure, tumor, peptic ulcer disease, myocardial infarction, dementia, and cancer. Complications reported included thrombus, pulmonary embolism, bleeding, atrial fibrillation, atrial flutter, unexpected medical intervention (blood transfusion), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: pfo device closure in patients >60 years of age with ischemic stroke. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "pfo device closure in patients >60 years of age with ischemic stroke", was reviewed. This research article is a retrospective multicenter experience to evaluate the clinical outcomes of patent foramen ovale (pfo) closure in patients >60 years of age. The devices included in this study were amplatzer pfo and amplatzer talisman pfo. The article concluded that pfo closure was associated with a reduced risk for recurrent ischemic stroke compared medical therapy alone, while maintaining a clinically acceptable safety profile. [The primary and corresponding author was jeffrey saver, david geffen school of medicine at ucla, 8 reed neurologic research center, 710 westwood plaza, los angeles, california 90024, USA. E-mail: jsaver@mednet.ucla.edu.]. This study included patients undergoing pfo closure with the amplatzer or talisman pfo from 01 january 2016 to 31 december 2022. A total of 5508 patients were included in the study, all of which received an abbott device. The average age of the device group was 71.6 years. The average age of the control group was 71.8 years. The majority gender was male. Comorbidities included valve disease, hyperlipidemia, systemic emboli, pulmonary embolism, deep vein thrombosis, large and small vessel atherosclerosis, small vessel atherosclerosis, thrombophilia, migraine, autoimmune disease, cardioembolic source, arterial dissection, end-stage disease of heart/kidney/liver, infective endocarditis and septicemia, hiv infection, congestive heart failure, chronic pulmonary disease, diabetes, drug abuse, hypothyroid, hypertension, peripheral vascular disease, pulmonary circulation disorders, renal failure, tumor, peptic ulcer disease, myocardial infarction, dementia, and cancer.